Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, raised complaint regarding the some material on iol. It looked like thread and that observed once opened the wagon wheel. However implanted the same iol after cleaning. Also observed some dent on optic of iol after implantation. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: provided photos show an intraocular lens (iol) in a lens case base. There appear to be light reflections over the iol optic. The reported 'thread' cannot be confirmed from the returned photo. The manufacturer internal reference number is:(B)(4).